Manufacturer narrative:
Recall: 1627487-05242011-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is not receiving stimulation and is unable to establish communication between her ipg and external devices. The patient will undergo surgical intervention at a later date to address the reported issue.